Manufacturer narrative:
An event regarding alleged intraop fracture involving an unknown instrument broach was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: not performed as device is not identified properly. Complaint history review: not performed as device is not identified properly. Conclusions: intraop fracture involving an unknown instrument broach was reported. The exact cause of the event could not be determined because product is not properly identified and no further investigation for this event is possible at this time as no devices was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
During femoral broaching on a tha, the surgeon thought he may have a small fracture in the calcar and requested a dall miles cable. The cable was retrieved from an or implant storage room and implanted. It was not until (B)(6) 2020 that is was noticed that the implanted cable was expired prior to implantation. Update: surgical delay: "approximately 3-5 minutes to get instruments and implants and 3-5 minutes to implant cable."

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During femoral broaching on a tha, the surgeon thought he may have a small fracture in the calcar and requested a dall miles cable. The cable was retrieved from an or implant storage room and implanted. It wasn't until (B)(4) 2020 that is was noticed that the implanted cable was expired prior to implantation. Update: surgical delay: "approximately 3-5 minutes to get instruments and implants and 3-5 minutes to implant cable."